Event description:
The customer reported that the 9800 system was failing filament calibrations. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep instructed the customer to replace the battery packs. The system operates as intended.